Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for parkinson's disease. It was reported that the system was analyzed by the health care provider (hcp) in thailand and a "break in the connection" was found. It was also noted that the patient was experiencing discomfort due to the therapy no longer working. The diagnostics/troubleshooting included x-ray imaging. The actions/interventions were noted as considering surgery in israel; the surgery was planned but it was unknown if it was scheduled. The event was noted as ongoing at the time of this report. No further complications were reported/anticipated.